Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the balloon had been inflated and was not refolded. Contrast media was present within the balloon. An examination of the balloon identified no tears or holes in the balloon material. The returned unit was attached to an inflation device and the balloon was able to be inflated to its rated burst pressure and maintained pressure with no leaks noted. The balloon inflated and deflated successfully. The inflation device was verified before and after use using a calibrated pressure gauge. A visual and tactile examination found that the shaft was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous left forearm. A 10.0mmx40mm, 75cm mustang balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous left forearm. A 10.0mmx40mm, 75cm mustang¿ balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.